Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was replaced, however, the system needs a new power signal interface printed circuit board. The part has been ordered. No conclusion can be drawn as the system remains down and repair information is unavailable.

Event description:
The customer reported that there was no power supply to the system's c-arm. No patient injury was reported.